Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During t2 ph surgery, the surgeon assembled the nail to target device and inserted the nail into the pt's bone. When the surgeon tried to insert the guide sleeve to the target device, the friction lock part of target device was deforming. The guide sleeve was not able to be inserted smoothly. The surgeon tried to correct the friction lock part using pliers, the friction lock part broke. The surgery was completed.